Event description:
It was reported that the patient's neurostimulator stopped working and no telemetry was possible following the use of a hand metal detector. The device was subsequently explanted. No injury to the pt was reported and no further info has been made available from the hcp.

Manufacturer narrative:
Final analysis results revealed - no significant anomalies. No output or telemetry, assumed normal eol.